Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This issue occurred during the check of their device. There was no patient use associated with the reported event.